Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
After the surgeon inserted the 10x360x130 degree nail in over the ball-tip guide wire, removed the guide wire and proceeded with the k-wire for the lag screw. As the wire was advanced into the femur neck. The wires placement was very high. After several attempts the surgeon advanced the reamer and could tell that it was hitting the nail. He then decided to go with a 125 degree nail and he exchanged it. When he placed the k-wire threw the 125 nail it was right where he wanted it the first time. The reamer this time didn't hit the nail an he proceeded on with the case.